Event description:
The catheter from an intracranial pressure / temperature monitoring kit (1104bt) did not show pressure when it was inserted into the pt. The doctor exchanged it for a new 1104bt which functioned normally.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.